Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited high out of range pacing impedance measurements and high pacing thresholds causing loss of capture on the right ventricular (rv) channel. The patient reported experiencing dizziness and syncope. Surgical intervention was performed and the rv lead was repositioned; however, high thresholds were still observed so the lead was replaced. The pacemaker remains implanted and in service with a new rv lead and there were no additional adverse patient effects reported.